Manufacturer narrative:
Hill-rom technical support troubleshot with the account and the account found that the failure was most likely due to a cable being disconnected or loose on the weigh frame function board. A search of the hill-rom maintenance records did not show that hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on its beds. The account disconnected and reseated all cables from the weigh frame junction board to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the nurse call system would not function. The bed was located in ICU at the facility. There was no patient/user injury reported. (B)(4).